Event description:
It was reported that, this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode. The plan is to explant the device. At this time, this crt-d remains in service. No adverse patient effects were reported.

Event description:
It was reported that, this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode. Additional intervention was required. The plan is to explant the device. At this time, this crt-d remains in service. No additional adverse patient effects were reported. Additional information was received which indicated that, this crt-p was explanted and replaced. No additional adverse patient effects were reported.